Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of 400 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently hospitalized and was treated with intravenous fluids of saline and insulin. Customer declined troubleshooting with tandem technical support and declined to provide further information.